Event description:
Pt reported that he has experienced insulin leakage from the infusion set over the past 30 days, and the infusion set adhesive and his skin become wet after 1-2 days of use. No errors or alarms were received on the infusion device. Pt changed the infusion set and verified the headset was inserted correctly, but this did not resolve the issue. Pt believes the insulin leakage is due to the product. Infusion set was requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.